Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer has a button error on the insulin pump. Their blood glucose level was 104 mg/dl. The customer states they tried to clear it but cannot do so. Troubleshooting was done. No further information available.

Manufacturer narrative:
All of the buttons functioned properly. However, corrosion was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.